Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from olympus italy, there was the possibility that this phenomenon was attributed to the physical damage due to the external force. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4) customer service, it was found that the ultrasound transducer surface of the subject device was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.